Manufacturer narrative:
A follow-up report will be filed when the investigation is complete. (B)(4).

Event description:
The customer reported that they created a workflow where their facilities can assign a medical record number (mrn) that another facility can use. An occurrence happens when two different sites use the same mrn and send it to their database, (B)(4) when querying by mrn, can pull any patients with the same mrn. There was no reported patient injury associated with this event.